Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received the following information: bleeding was observed upon initial deflation of the tr band. The site continued to show oozing and swelling above the access point. The patient was admitted overnight for observation. Additional information was received on 18sep2025: the blood loss was less than 250cc. The bleeding was noted while the staff was deflating the tr band per protocol. The patient was treated and released in stable condition; however, the length of stay was increased.

Manufacturer narrative:
A2: age & date of birth: requested, not provided due to facility policy a3a: sex: requested, not provided due to facility policy a4: weight: requested, not provided due to facility policy a5: ethnicity: requested, not provided due to facility policy a6: race: requested, not provided due to facility policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: value analysis coordinator the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.